Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). For all provided medication information, it was asked, but it is not known if the information applies to patient 1, patient 2, or both patients.

Event description:
The customer stated that they received erroneous results for two patients tested with coaguchek xs plus meter serial numbers (B)(4) and (B)(4). The customer mentioned they were having issues with results from other patients, but no further details were provided. For the first patient, a sample was collected and tested on meter serial number (B)(4), resulting as 3.4 inr. Within a few minutes, a venous sample was collected from the patient and tested with the dade innovin method, resulting as 2.5 inr. For the second patient, a sample was collected and tested on meter serial number (B)(4), resulting as 7.1 inr. Within a few minutes, a venous sample was collected from the patient and tested with the dade innovin method, resulting as 4.5 inr. Within minutes, another sample was collected from the patient and tested on meter serial number (B)(4), resulting as 6.3 inr. No adverse events were alleged to have occurred with the patients. A patient therapeutic range of 2.0 - 3.0 was provided. It was asked, but it is not known if this range applies to patient 1, patient 2, or both patients. The customer's material was requested for investigation. Relevant retention test strips (lot 286321) were tested in comparison with the master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were within specifications. No error messages occurred.

Manufacturer narrative:
The customer's meter was received for investigation. The returned meter was tested in comparison to a reference meter and master lot strips. Human blood samples from warfarin donors were used. Marcumar 3 reference meter with master lot strips: 2.9 inr, customer meter with retention strips: 2.8 inr. Marcumar 4 reference meter with master lot strips: 3.5 inr, customer meter with retention strips: 3.6 inr. The maximum difference between measurements with the same blood sample was 3 %. Returned customer material and retention material complies with specification.

Manufacturer narrative:
It has been confirmed that the patient therapeutic range of 2.0 - 3.0 applies to both patient samples.